Event description:
It was reported that the patient¿s device system was removed due to an infection in (B)(6) 2013. The infection resolved and a new system was implanted on (B)(6) 2014. The patient medical status prior to the event, additional signs and symptoms, cause of the infection, drug information, additional treatment/interventions, and troubleshooting/diagnostics were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that perioperative antibiotics were administered. The patient's last refill prior to the event occurred on (B)(6) 2013. The patient experienced pocket erosion and meningeal signs/symptoms. The patient did have meningitis. The date of the onset or diagnosis of the infection was (B)(6) 2013. The primary location of the infection was unknown. Cultures were obtained from the device pocket and cerebrospinal fluid (csf) and revealed a gram-positive organism. Intravenous (IV) antibiotics were administered and a total device system explant was done in (B)(6) 2013. In regards to patient outcome, the infection resolved and the patient experienced drug withdrawal symptoms, specified as hyperthermia, behavioral symptoms, tachycardia, and rebound spasticity. The patient's pre-existing debilitated status was indicated to be a risk factor. It was noted that the patient's pump was placed in the patient's right upper quadrant and the catheter tip was placed in the thoracic. However, the specific location was unclear.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).